Manufacturer narrative:
Date sent to FDA: 09/03/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: 2558,1750,3191-foul odor,leakage,difficulty defecating,3189-surgical intervention. It was reported that the patient underwent mesh removal on 10/8/2018 due to pain, foul odor, urinary infections, leakage, urinary incontinence, hematuria, difficulty defecating and vaginal mesh erosion.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.